Event description:
It was reported that after the first lead was implanted during the deep brain stimulation (dbs) procedure, a subdural hematoma, hemorrhaging and blood loss were observed during the stereotactic review. The procedure was aborted and the physician performed decompression of the hematoma. The physician assessed that the intraoperative laceration of the blood vessel occurred during placement of the first lead. The patient was doing well post operatively.